Manufacturer narrative:
Under european law and (B)(6), pt information is considered confidential and will not be released by the hospital. The site initially provided the event information to (B)(6) on (B)(6) 2011. (B)(6) notified ge healthcare on (B)(4) 2011. No contact person was provided by (B)(6) to ge healthcare.

Event description:
The customer reported a heartspan transseptal needle was used during a procedure to treat ventricular tachycardia in which the pt died. After a transseptal approach, a complete voltage map was acquired and the physician decided to begin the ablation phase of the procedure. After approximately 5 10 10 minutes, the physician determined the contraction of the heart shown on the fluoroscopy screen was less than what it was at the beginning of the procedure. A transthoracic echocardiogram was completed which determined pericardial effusion was present. The physician performed a pericardiocentesis which did not recover the contraction. Subsequently, the physician began CPR. The actions taken were not successful and the pt died. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.